Manufacturer narrative:
Lead was capped (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra lead impedance greater than 2500, no capture at max output, noise. Noise and high impedance observed since interrogation in (B)(6) 2019. Lead remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.